Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had loose drive support cap. The customer's blood glucose level at the time of incident was 122mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.